Manufacturer narrative:
An olympus service technician evaluated the device onsite and found error e315 was due to moisture in the endoscope connector. The moisture was dried with a hair dryer and the endurance test showed no faults. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported error e315 (scope error) occurred on the subject device and the image from the device contained only pixels. The procedure was completed using another similar device. There was no effect on the patient due to the event. Additional details have been requested regarding the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to moisture in the endoscope connector. The following is included in the instructions for use (IFU): ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the manufacturing registration number from 801047 to 9610595 (aizu factory), and to correct section d3 and g1b.